Event description:
It was reported that the patient developed bacterial meningitis following an intrathecal baclofen (itb) trial approximately 2 weeks prior to the report. It was believed that the infection was due to a lumbar puncture during the trial. The patient was healthy prior to the trial and the trial was successful. The patient was hospitalized and given antibiotics to clear the infection. At the time of the report the patient was still recovering and had not yet had the pump implanted; therefore was not receiving effect itb therapy. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).